Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. During the evaluation of the device at a third party service center, the complaint was confirmed. The device was recalibrated to address the issue.